Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Educational material was provided to the customer by technical services. H3 other text : see h.10

Event description:
It was reported that an unspecified number of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced erroneous results after use. The following information was provided by the initial reporter: material no. 368774. Batch no. Unknown. Complaint 2 of 2 there have been multiple incidents that they have received high potassium results. The customer would like to know if the temperature in the centrifuge would affect the results. Spoke with the customer. She stated that she had 3 erroneous results in april and 2 more recently. The k+ is elevated (6.1, 6.2) when drawn at an out patient facility, and then it is normal when repeated at the ER (4.5). The samples are run and there is no hemolysis indicated. The samples are inverted and centrifuged at 1318g for 10 minutes. The customer was questioning if the temperature of the centrifuge (90f) could contribute to the high k+ results. The tubes are not re-centrifuged, and the serum appears normal. She does not have any of the lot#s, but will try to find the lot # of the tubes drawn this past week.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified number of bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin experienced erroneous results after use. The following information was provided by the initial reporter: material no. 368774. Batch no. Unknown. Complaint 2 of 2. There have been multiple incidents that they have received high potassium results. The customer would like to know if the temperature in the centrifuge would affect the results. Spoke with the customer. She stated that she had 3 erroneous results in (B)(6) 2019 and 2 more recently. The k+ is elevated (6.1, 6.2) when drawn at an out patient facility, and then it is normal when repeated at the ER (4.5). The samples are run and there is no hemolysis indicated. The samples are inverted and centrifuged at 1318g for 10 minutes. The customer was questioning if the temperature of the centrifuge (90f) could contribute to the high k+ results. The tubes are not re-centrifuged, and the serum appears normal. She does not have any of the lot#s, but will try to find the lot # of the tubes drawn this past week.